Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used one everflex+ self-expanding peripheral stent system to treat a 9 cm lesion in the left distal superficial femoral artery of diameter 6mm. The device was prepped as per the IFU when it was observed that the stent was longer than 100mm. The lesion was pre-dilated and the device passed through a previously deployed stent with no resistance encountered. There were no issues encountered in completing the procedure and the stent was successfully implanted. The physician needed to be post-dilated twice as device was longer than the balloon it was post-dilated with. No patient injury reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info received: the lesion was measured with the length assignment of the x-ray machine. The lesion was pre-dilated using a 100mm non-medtronic balloon. It was observed that the stent was longer than 100mm as the stent was longer than the previously measured lesion. The device passed through a stent, previously deployed to treat a distal afs occlusion. Evaluation summary of cine images: four cine images were provided by the customer. Image 1 shows the lesion prior to treatment. Image 2 shows the balloon measuring approximately 100mm according to the virtual ruler. Image 3 shows the stent prior to being deployed within the vessel. The distance between the tantalum markers of the stent measure 100mm according to the virtual ruler. Image 4 shows the stent deployed and inflated balloon within the stent. The length between the tantalum markers of the stent increased to approximately 120mm. The increase in length was attributed to the observed elongation to the proximal of the stent. The elongation was noted proximal the inflated balloon. The attached cine analysis includes an additional image of the distal proximal of the stent enlarged. The struts of the stent appear stretched/elongated proximal the balloon. Review of the cine images received indicate the undeployed stent length was approximately 100mm and the deployed stent length is approximately 120mm. Indicated possible elongation during implant. If information is provided in the future, a supplemental report will be issued.